Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a calcified lesion with 90% stenosis degree. Stent struts got twisted while trying to cross the lesion.